Manufacturer narrative:
(B)(4). Investigation results one flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber body was kinked. The investigator was unable to examine the fiber face within the sma connector because light was unable to travel to the fiber face to illuminate it; this indicated that the fiber was broken within the connector. The condition of the returned device would cause the fiber to emit insufficient energy during ablation and cause the aiming beam to become not visible or weak thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a flexible ureteroscopy with stone fragmentation in the kidney performed on an unknown date. According to the complainant, during the procedure, it was noted that the aiming beam was very weak when the laser fiber was connected to the console. The laser fiber worked for several minutes then it stopped working. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was broken within the connector and along the body.